Event description:
The reporter stated that his pt has a 6cfs that makes a whistling sound. The trach is still in use. This is the pt's first shiley trach, as she was moved over from bivona. The trach has been in use for a few days, and continues to be used. The whistling sound is made when the inner cannula is installed. The caller believes that air may be escaping due to a space between the inner and outer cannula. Reporter states there is no pt harm. The issue is annoying to the pt, but has not required the pt to replace the tube.

Manufacturer narrative:
No sample expected to be returned for analysis. Without the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event however, previous investigations for similar issues related to cuff inflation/deflation/leaks have been performed and investigation efforts have been addressed in corrective and preventative actions. Additionally, manufacturing controls are in place to detect leaks and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.